Manufacturer narrative:
It was reported that the plus 4 cup liner would not lock in or seat inside the cup after five different attempts. The case was completed successfully with the standard plus 2 liner. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that the plus 4 cup liner would not lock in or seat inside the cup after five different attempts. The case was completed successfully with the standard plus 2 liner.